Manufacturer narrative:
Based on medical records provided two and a half years post implant the patient was diagnosed with a recurrent midline ventral hernia and underwent repair. During this procedure it is noted that the hernia was repaired with a non bard/davol hernia mesh. There was no mention of the previously place mesh (device #2) during this procedure, as such it is unclear if this was a new hernia or a recurrence of the hernia previously repaired in 2016. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. At this time no conclusions can be made to what extent the bard mesh may have caused or contributed to the patient's hernia recurrence. Should additional information be provided a supplemental emdr will be submitted. This file represents device #2. An additional emdr was submitted to represent the other bard device reference 1213643-2018-04107 (device # 1). Not returned.

Event description:
The following is based on medical records provided by the patient's attorney: (B)(6) 2015, the patient was diagnosed with a ventral hernia and underwent a robotic assisted laparoscopic and open repair with implant of a bard/davol ventralight st mesh w/ echo (device #1). Per the operative report details, "with laparoscopy, mesh was positioned and sutured in place, davol ventralight st mesh (device #1); deployment balloon inserted into abd after vicryl sutures placed at 12 and 6 o¿clock position, the periphery of mesh. Tubing for deployment balloon was brought out through center portion of repair site, balloon inflated; this held mesh up against anterior abd wall in perfect position. Used robotic suture the periphery of the mesh with running a baseball-type suture, this completely required two sutures through this, completely fixed mesh to anterior abdominal wall." (B)(6) 2016, the patient was diagnosed with recurrent ventral hernia and underwent a laparoscopic lysis of adhesions with excision of bard/davol ventralight st mesh (device #1) and repair of the recurrent ventral hernia with implant of a bard/davol ventralight st w/ echo mesh (device #2). Per the operative report details, "lengthy arthroscopic lysis of adhesions was undertaken to all the attachments in the old surgical mesh were taken down. Separated the old surgical mesh in the abd wall. Previous hernia defect was closed with sutures. Placed a ventralight st mesh in abd. Mesh was brought up into the abd wall, suture with vicryl sutures." (B)(6) 2019, the patient had a follow up doctor office visit with complaints of bulging and abd pain. Patient was diagnosed with a recurrent enlarging midline ventral hernia. Patient underwent an open repair with reeves stoppa technique with implant of a non-bard/davol flat mesh. Note: no mention of any visualization or involvement of the bard/davol ventralight st mesh (device #2) was noted in the operative details.